Manufacturer narrative:
B3: date of event is estimated. The unit came in for the return reason for 'oxygen error is confirmed since the unit had low external oxygen of 88.1 %, which possibly caused due to contaminated zeolite.

Event description:
It was reported that the patient's device was having power issues and was not producing oxygen. As a result, the patient's oxygen levels decreased and they were sent to the hospital. The patient was hospitalized for 2 days where they were put on oxygen. The patient has since been released from the hospital and has received their replacement device which is working fine.